Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification driver needs to be updated to es lumidigm v9.6.41540 shim. A technical support specialist (tss) deployed package 10000454953-00 es lumidigm bio ID 9.6.41540 update pkg v1.3.0 (build 13) and validated that the bio ID sensor was operating with the latest drivers. The tss also confirmed that the lumidvcsvc service was installed and running, and that senginecore.exe was active. Finally, the station was rebooted into application mode successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identification driver needs to be updated to es lumidigm v9.6.41540 shim. However, there were no delay to patient care and adverse events or injuries reported based on this incident.